Event description:
The distributor reported that the pump screen was broken, making the touchscreen unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.